Event description:
Received information that an 840 ventilator will not allow patient to trigger breath. Device was being used on a patient when event occurred. The patient was not harmed or injured as a result of the event. The customer did not provide information regarding if patient was placed on another ventilator. The covidien customer support engineer (cse) was not able to duplicate the alleged malfunction. No parts were replaced. The device passed all tests.

Manufacturer narrative:
(B)(4).